Event description:
Device 1 of 3. Please see MFR report 1627487-2010-02675 for device 2. Please see MFR report 1627487-2010-02676 for device 3. On (B)(6)2009, the pt was implanted with an scs system. It was reported that the pt fell backwards in her wheelchair and was taken to the emergency room. The pt complained of pain at the ipg site. The pt is able to increase the stimulation on the ipg, but it only stays on a few seconds and then turns itself off. The pt repeated this process multiple times. On (B)(6)2010, it was determined that the pt's leads migrated. The pt has fallen 3 times in 6 weeks. On (B)(6)2010, the sys was explanted and replaced. The pt's percutaneous leads were replaced with a penta paddle lead.

Manufacturer narrative:
Eval: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.